Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5093049) on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure left coil has migrated into uterus') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) with genital haemorrhage and pelvic pain. At the time of the report, the device dislocation had not resolved. The reporter considered device dislocation to be related to essure. The reporter commented: she had a serious injury (hospitalization and other serious-important medical event). Essure would have to be surgically removed. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5093049) on 03-mar-2020. The most recent information was received on 27-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure left coil has migrated into uterus') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) with genital haemorrhage and pelvic pain. At the time of the report, the device expulsion had not resolved. The reporter considered device expulsion to be related to essure. The reporter commented: she had a serious injury (hospitalization and other serious-important medical event). Essure would have to be surgically removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.